Manufacturer narrative:
This report is submitted on january 9, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced redness and a possible infection at the suture site. Subsequently, the patient underwent a procedure to excise the inflamed tissue at the implant site (date not reported). The implanted device remains insitu.